Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a shoulder stabilization procedure, the limbs of two (2) 1.8 mm q-fix were broken; after the first anchor was deployed, one limb of the suture broke when minimal force was applied, even though no knots had been tied. After deploying the second anchor, a half-loop was thrown, and while tying it down and testing the fixation of the anchor, the limb again broke mid substance. The anchor was left secured in patient. The procedure was then resumed, after a non-significant delay, using an equivalent s+n backup on additional bone hole. No further complications were reported.